Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer changed pump supplies to address the issue. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level of 400 - 535 mg/dl with large ketones, identified as dangerous by healthcare provider. Cause of bg was not known. A correction bolus was delivered to address bg then the customer went to the emergency room (ER) where they were treated intravenously with fluids of saline and a manual injection of insulin. Customer was released from ER the same day with issue resolved and no permanent damage.